Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump is turning off by itself. The customer reported the insulin pump is receiving low battery alerts and turning off a short time after. Explained the settings and behaviors discussed could have reduced battery life. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Findings: pump was received with intermittent button response due to flattened escape button dome switch (no creased). Inspected lcd connector and no unlocked connector noted. Pump had failed battery test alarm due to corroded battery tube. Unable to verify low battery alarm or perform the self test, pump was received with intermittent button response due to flattened escape button dome switch (no creased). Inspected lcd connector and no unlocked connector noted. Pump had failed battery test alarm due to corroded battery tube. Unable to verify low battery alarm or perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to failed battery test alarm. Pump passed stop current test. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window. Error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to failed battery test alarm. Pump passed stop current test. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.